Event description:
No antidote for poor results not disclosed. Poor results - no antidote. Poor administration - not informed, consent by np or md. Np injected radiesse filler without an informed consent. The np did not disclose risk and benefits and / or potential complications or / and side effects. Nor did the np report or disclose radiesse filler has not antidote is a semi - perm filler with a longevity of a year or more. The np did not inform or disclose radiesse filler is considered a cheek augmentation to the pt. Several provider's seen post. Time is the only option for asymmetrical facial features. Pain under eyes and cheeks due to radiesse filler. (B)(4) needs to hold accountable the providers they supply the radiesse to make sure the injectors have the knowledge needed. The np injected radiesse under both eyes which is considered by (B)(4) of an area not to be injected with radiesse. (B)(4) needs to ensure proper teaching and training to the injectors to prevent poor results, pain, disfigurement due to asymmetry related to poor injection and an administration of the radiesse filler. Dose or amount: 1 syringe, frequency: x1, route: dermal. Dates of use: (B)(6) 2017. "Is the product over-the-counter: no."